Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow valve and the sensor interface board were replaced proactively. The unit was returned to service.

Event description:
The hospital reported the unit was over-delivering pressure to the patient during a case. The unit was switched to pressure control ventilation mode to complete the case. There was no report of patient injury.